Event description:
During an in-clinic follow-up, the right ventricular (rv) lead was found to be dislodged. During the repositioning procedure, it was not possible to extend the helix of the rv lead. The rv lead was explanted and replaced. When connecting a new rv lead, it was not possible to screw the rv lead into the existing device. The device was also explanted and replaced to resolve the event. The patient was stable.

Event description:
During an initial implant procedure, the right ventricular (rv) lead was found to be dislodged. During the repositioning procedure, it was not possible to extend the helix of the rv lead. The rv lead was explanted and replaced. When connecting a new rv lead, it was not possible to screw the rv lead into the existing device. The device was also explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Reported complaint of connection problem was reported to abbott and not confirmed. The device was received in normal range of option. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header was performed and v setscrew was noted to be stripped consistent with incorrect insertion of torque wrench having occurred during procedure. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage.